Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: during the investigation, a review of the black box showed no evidence of a short battery life. Several ¿cs177¿ battery warnings were observed due to normal battery use. The battery compartment was undamaged, and the returned battery cap was undamaged and able to secure to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly, and all current readings were within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board. Unrelated to the original compliant the display screen was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.